Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
Related manufacturer report number 1627487-2021-17973. It was reported that the patient has twiddler's syndrome, and was twiddling their ipg, breaking the extension cable and causing high impedance. In turn, surgical intervention was undertaken wherein the extension was explanted and replaced, resolving the issue.